Manufacturer narrative:
Complaint trending was reviewed for the two potential lot codes provided, 19k04ka and 19j23ma. There were no other similar complaints found for either of the two potential lot codes outside of the related complaints. Batch records were reviewed and all testing results met specifications for both potential lot codes at the time of release. Ten unopened viscoelastic folding boxes with potential lot number 19k04ka and five unopened viscoelastic folding boxes with potential lot number 19j23ma were received as complaint samples. The chemical lab tested the ph and the osmolality of the products and the results are within specifications. Since all initial test results are conforming, no production deviations that could cause the reported defect were reported and the returned samples are conforming for the tested parameters, the complaint could not be confirmed. A root cause cannot be determined. After investigation, we can conclude that the investigated product met specifications at the time of release therefore, a specific corrective action or preventive action cannot be initiated however, further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that upon detection of anterior chamber cells 3+ and fibrin 2+ in the pupillary area, an urgent surgery was performed. The anterior chamber was properly washed out using vancomycin and modacin perfusate. Fibrin adhered to the pupillary area and corner angle was removed. Vancomycin and modacin was injected into the vitreum. As the anterior chamber cells decreased, compared to the previous day, vitreous surgery of anterior chamber irrigation was performed. White granular hypopyon and humor vitreous was collected for cultivation test. Haze in the corpus vitreum occurred. Retinal hemorrhage and blood vessel linea alba was mild. Post-operative eye drops vancomycin plus modacin and linderon were administered as was intravenous chienam and oral administration of predonin 30mg. Upon detection of further anterior chamber cell decrease, the patient was discharged. Upon post-discharge follow up, there was only a small amount of anterior chamber cells observed with normal macular form present. The patient continued being treated with linderon, cravit and bronuck. Additional information regarding the bacterial culture tests were received which confirmed the iol was negative, the anterior chamber fluid tested positive for staphylococcus lugdunesis 3+ and the vitreous fluid tested positive for staphylococcus lugdunesis 4+. It was further stated, not only the same type of bacteria were detected from both anterior chamber and vitreous fluid, but also the detected number was large therefore, it was considered staphylococcus lugdunesis was the responsible bacteria that caused the endophthalmitis.

Manufacturer narrative:
No sample or confirmed lot number information has been received by manufacturing for evaluation. Two possible lot numbers have been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a viscoelastic product was used during a cataract surgery after which the patient presented with postoperative endophthalmitis. Additional information has been requested. Additional information received further clarified that it was two-days post operative when the patient's symptoms of hypopyon and vitreous clouding occurred in their right eye. Bacterial cultures have been performed, but the results are not yet available. The patient's symptoms were treated with a vitrectomy procedure on (B)(6) 2020. The patient's status was reported as improving. Additional information received further clarified that the same viscoelastic syringe was used for four patients.